Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that e222 error occurred due to communication failure caused by cable failure. The cause of cable failure could not be identified. E222 is an error which is displayed when abnormality occurred on the communication between endoscope and processor. (Instruction manual otv-s400 chapter 9 troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed causing an intermittent e222 camera head communication error code to be displayed due to a faulty cable. The device evaluation found an additional non-reportable finding of a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head experienced a connection failure causing the image to cut in and out. The issue was found during preparation for use. There were no reports of patient harm or injury.